Manufacturer narrative:
Results - ground prong.

Event description:
It was reported by service report that the ground prong is broken off power cord. No patient involvement or adverse consequences are reported.